Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested a review for this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted and noted low intrinsic amplitude for the r-waves. The recent measurements of the r-waves were at 1.6 millivolts and the last in-clinic visit approximately two months prior were at 2.1 millivolts. No sensing issues were observed and the sensitivity was reprogrammed. No adverse patient effects were reported. This ICD remains in service. Additional information was received, and this ICD has been explanted. No additional adverse patient effects were reported. This product has been returned for analysis.

Event description:
It was reported that the health care professional (hcp) requested a review for this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted and noted low intrinsic amplitude for the r-waves. The recent measurements of the r-waves were at 1.6 millivolts and the last in-clinic visit approximately two months prior were at 2.1 millivolts. No sensing issues were observed and the sensitivity was reprogrammed. No adverse patient effects were reported. This ICD remains in service. Additional information was received, and this ICD has been explanted. No additional adverse patient effects were reported. This product has been returned for analysis.